Event description:
Complainant alleged that during functional testing, the device displayed a red "x" status indicator and then shut down during boot sequence. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rece'd the device for evaluation and this complaint is still under investigation.